Manufacturer narrative:
Please note that this device is not distributed in the us. However, it is similar to the us distributed. It is also available for testing and eval, but the engineering report is not available as of this writing. Add'l info received regarding the analysis will be submitted within 30 days upon receipt. Further details regarding the procedure including when and how the stent struts became uplifted, are not available.

Event description:
During an interventional stenting procedure, the prod did not cross the targeted lesion. There was pt injury. Upon receipt of the returned product, the proximal stent struts were uplifted. It is unk when this took place.